Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The product had caused the reported failure. Based on the evaluation, no abnormalities were identified on either the inflation valve or the returned syringe. The catheter balloon was found to be deflated, and the syringe was able to fit securely into the catheter valve. While additional force was required to insert the syringe tip into the valve, no signs of damage or leakage were observed. The catheter balloon was successfully inflated and deflated during testing. Investigation has been documented under CAPA#12019687. A potential root cause for this failure could be operator error or defect from vendor/supplier. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during pre-testing, the valve must be pressed in with greater force than usual to drain water from the foley catheter. Per follow up information received via ibc on 24sep2025, stated that it seem that the water could not be removed unless it was inserted with a lot of force.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during pre-testing, the valve must be pressed in with greater force than usual to drain water from the foley catheter.